Event description:
This device is a resmed airsense 11 CPAP machine. The pictures are of 2 different devices of the same make and model. I have experienced the same issue with both machines. Particles in my water chamber which appear to be white fibers. Ref report: mw5158588.